Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. (B)(6). UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well post operatively.